Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0189393 d.4. Medical device expiration date: 7/31/2025 h.4. Device manufacture date: 7/7/2020 d.4. Medical device lot #: 0279520 d.4. Medical device expiration date: 10/31/2025 h.4. Device manufacture date: 10/5/2020 d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/4/2021 h.6. Investigation: customer returned (8) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 0189393. Customer states that the needle hub separated from the syringe. All returned syringes were examined and one sample exhibited the barrel without the hub-needle/shield assembly. Customer returned (2) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 0279520. Customer states that there were air bubbles. Both returned syringes were tested and both were able to draw and expel properly without any observed air bubbles. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. A review of the device history record was completed for batch # 0279520 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation. The following information was provided by the initial reporter: needle hub separated.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation. The following information was provided by the initial reporter: needle hub separated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189393 medical device expiration date: 2025-07-31 device manufacture date: 2020-07-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.